Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 , the patient stated they did not receive any alerts or alarms on the dexcom receiver when the cgm value was 80 mg/dl. The patient was feeling dizzy, lightheaded, passed out and had a seizure. Someone called 911 and the patient was assisted by emergency medical technicians. They checked her bg which was 68 mg/dl. It is unknown what the cgm was displaying during this time. Emts treated the patient with dextrose sugar IV and transported the patient to the hospital. Upon arrival at the hospital, the patient regained consciousness. The patient was in the hospital for 2 days. While there, they did blood work to rule out why the patient had a seizure. The patient¿s endocrinologist told the patient that the seizure was due to low bg values. At the time of the report, the patient was still feeling dizzy. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.